Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized due to diabetes ketoacidosis. The blood glucose reading was 989mg/dl. The customer was not able to troubleshoot at time of call. The customer stated that she will call back when she is feeling well enough to do. No further info was provided.